Event description:
It was reported to the manufacturer that the vns patient has been hospitalized due to the new onset of a syncopal episode. The episode occurred at the patient's work place. The device is currently programmed on. The cause of the syncopal episode is unknown at this time. The relationship between the reported events and vns therapy is unknown at this time. The physician indicated that the device may be programmed off but it is unknown if this intervention has been taken. Diagnostic tests performed on the device revealed proper device function in (B) (6) 2007. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.